Event description:
It was reported that the right ventricular (rv) lead's superior vena cava (svc) impedance had been rising over time and triggered an impedance alert for high impedance. The parameters on the patient alert were programmed higher and defibrillation testing was successful during the routine device replacement procedure. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead defibrillation impedance triggered an alert for high impedance. The patient was seen and the alert parameters were raised. The rv lead will be monitored and remains in use.